Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: through evaluation of the photo provided, excess pieces of plastic on the end of the access dilators was observed, verifying the reported concerns. A device history review could not be completed as the lots involved in these incidents were unknown. Bd has recently investigated similar incidents and found this can occur due to general wear on the manufacturing equipment. Product undergoes visual and functional inspections throughout manufacturing according to procedure. Improvements are in the process of being implemented to ensure that machine repairs and maintenance orders are in alignment with established documentation processes. Improved inspections have been implemented along and additional personnel training on these procedures has been performed. In addition, enhanced preventative maintenance procedures are currently being added to the process. This incident has been added to our database. Our business team regularly reviews the collected data for identification of emerging trend h3 other text : see manufacturer narrative.

Event description:
Customer reached out regarding several defective access tips of pleurx device. Photos provided display flash on access tip.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer reached out regarding several defective access tips of pleurx device. Photos provided display flash on access tip.